Manufacturer narrative:
Product analysis :visual and optical examination of the implant identified fracture of the bone screw boss, consistent with overload due to impact.

Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: cervical degenerative disc disease procedure: anterior cervical and discectomy fusion levels: c5-6 it was reported that on (B)(6) 2016, intra-op, 7mm peek cage cracked while trying to find screw purchase. An 8mm lordotic peek cage and a cervical plate were used. No fragment of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.